Manufacturer narrative:
The catheter was returned for analysis. No breaks or separations were found with the catheter. However, the catheter body was found to be kinked and buckled the distal tip. No breaks or separations were found with the returned catheter.the catheter was flushed and found patient. No other anomalies were observed.

Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. A supplemental report will be submitted when additional information is made aware. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the stroke case, upon retrieval of the arc catheter; it broke 10 cm proximal to the end of the catheter. The patient was not injured.